Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event.

Manufacturer narrative:
Evaluation summary: the product was not returned. Photos were provided of the eye. Medical safety reviewed the provided photos. Four of the photos are from the surgical microscope and show the reported observation. Through a mildly dilated pupil, there are multiple amorphous white objects of unknown provenance that are almost globular in nature. Due to the low magnification and lack of focus it's difficult to determine whether the objects are in front or behind the iol. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. No determination of origin or the nature of the material could be determined from the provided photographs. Information was provided that the lens remains implanted. There was no infectious reaction or major problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed documentation indicated the product met release criteria. Root cause: the root cause has not been identified. (B)(4).

Event description:
A surgeon reported during a cataract with intraocular lens implant procedure, when the lens was implanted "it came out with white material, similar to a mushroom". The surgeon state that "everything is fine" and the patient is "very well". There was no impact to the patient. Additional information has been requested.